Event description:
Customer stated that when doing their blood sugar on an rsg meter, pt had a reading of 292. Thinking it was too high, pt went and retrieved their spare meter, another rsg meter, using the same test strips and got a result of 135. Caller stated they based their insulin intake on their meter readings and they were concerned. The caller had been rushed to the hosp three times in the last two weeks. The caller refused to give any info about the lot number of the strips or the serial number of the rsg meter.